Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) ¿ stem. D10: cat# 110010242 lot# 66589774 g7 osseoti 3 hole shell 48mm c. Cat# 010000886 lot# 7028117 g7 10 deg e1 liner 32mm c. Cat# 010000999 lot# 7784803 g7 screw 6.5mm x 30mm. Cat# 00877503202 lot# 3165638 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14. G2: foreign: australia. Visual examination of the provided pictures identified the explanted components covered in bio-debris. No further evaluation could be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Review of the available information indicates the device was assembled per technique, was released in a conforming state, and is functioning as expected per the documented design requirements. No device failure was identified. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 1 month later due to dislocation and instability. During the removal of the head, the stem came loose. All devices were revised and replaced. It was reported that no further information could be provided.